Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at the service and repair center. Per service report the defect reported by the customer has been verified and remedied. Therefore, this complaint can be confirmed. The following activities were performed: unit modified. Unit safety test performed procedure with reference accessories functional test performed electrical safety test hipot test completed functional test short circuit in the motor cable - motor cable replaced "micro": preventive replacement of o-rings performed acc. To service manual the root cause of the reported failure was found to be short circuit in the motor cable. After the cable was replaced, the unit was restored to specification and functions as intended. Furthermore, a manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado hand piece with hand controls has an article defect.